Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt of the ivc filter with perforation of the inferior vena cava and thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt of the inferior vena cava (ivc) filter with perforation of the inferior vena cava and thrombosis.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilting of the inferior vena cava (ivc) filter with perforation of the inferior vena cava and thrombosis. Per the implant records, the patient was reported to have a history of left leg deep vein thrombosis (dvt) with swelling. A sterile technique was used throughout the procedure. The right femoral vein was accessed with a needle and a wire was advanced into the inferior vena cava. A venogram was performed identifying the position of the renal veins and a patent right iliac vein and inferior vena cava. The optease filter was placed infrarenally. Approximately fourteen years and six months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan findings reported a present infrarenal ivc filter with slight anterior-posterior tilting with its apex apposed to the anterior ivc wall and its base apposed to the posterior ivc wall. The struts of the filter distended the wall of the ivc with no evidence of pericaval extravasation. Splenomegaly was also reported. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting, thrombosis, device unable to be retrieved and no documented attempts to remove the filter. The patient further experienced chronic pain at the site of the filter, discomfort and extensive swelling at the site of the filter, mental anguish, permanent and ongoing complications in addition to anxiety related to the filter, becoming aware of these events approximately fourteen years and six months after implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient presented to hospital with left leg deep vein thrombosis (dvt) with swelling. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed in an infrarenal position. Approximately fourteen and a half years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was in an infrarenal position with a slight anterior-posterior tilt. The filter apex was apposed to the anterior inferior vena cava (ivc) and the base of the filter was apposed to the posterior ivc wall. The CT scan noted that the struts of the filter distended the wall of the ivc with no evidence of pericaval extravasation. The patient reported that the filter had tilted and was associated with perforation of the inferior vena cava (ivc) and thrombosis. The patient also indicated that the filter was irretrievable; though attempts to retrieve it were not documented. The patient further reported having experienced chronic pain, discomfort and extensive swelling at the site of the filter; along with mental anguish and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.